Manufacturer narrative:
Sample was plasma. No sample issues were noted. Qc results faxed by customer appear within specifications. No other chemistry issues or system errors were noted. On (B)(4) 2011, bci field service engineer (fse) evaluated the instrument and replaced cta sample probe due to possible damage, redid all required alignments and ran cta sample probe carryover and results were within specifications. Customer is performing additional in house training and setting up delta checks in lis to prevent future problems. Issue has not re-occurred as of (B)(4) 2011.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600i synchron access clinical system generated a falsely low bnp result of 58 pg/ml for one (1) patient after the customer had run the sample in an insert cup in a non-reserved rack. The false result was reported out of the lab. The patient's previous bnp result was 1674 pg/ml. The system did not report a level sense error. Customer stated that no patient treatment was initiated.